Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's wife called to report hospitalization due to low blood glucose. Caller stated that husband had a stroke and cannot fill the reservoir. The hospitalization was due to a digestion problem and the customer went low. Caller stated that she does not believe the insulin pump is the cause and declined to troubleshoot. The last blood glucose reading was 190 mg/dl. Nothing further reported.